Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this lead experience lead insulation damage and out of range pacing impedance issues. This lead remains implanted. The device has been reprogrammed. No adverse patient effects were reported.